Event description:
It was reported that when patient presented in clinic for a routine follow up no capture issue and p-wave amp variation issue was observed on the device. Programming changes were made. Patient was sent for a chest x-ray. Patient was stable and will be monitored with routine follow ups.